Manufacturer narrative:
Hill-rom technical support suggested replacing the scale board which houses the external alarm. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot end casters lock in the steer mode. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account has ordered the scale board to resolve the issue. Three attempts have been made regarding a resolution to this complaint, with no response. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake not set alarm was not sounding. The bed was located at the account. There was no patient/user injury reported. (B)(4).